Manufacturer narrative:
No field service was requested. Technical support recommended that the customer exchange the footswitch and cable. The footswitch is expected to return for in-house testing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, a system message was displayed. The footswitch was exchanged. The case was completed after a delay of approximately 15 - 20 minutes. No patient harm or injury was reported.